Event description:
During a shoulder arthroscopy case, the nurse noticed smoke coming out from near the collar. The doctor pulled out the shaver and noticed a burn through multiple layers of the pt's skin. Doctor kept using the shaver throughout the case using another bur with no other incident.